Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 335 mg/dl. The customer was in the emergency room for dehydration and type 1 diabetes. The customer had symptoms such as crying, being upset, nausea, shakiness, tiredness, dizziness and abdominal pain. The customer was treated with an IV bag full of fluids. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the delivery accuracy test.